Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle did not retract during use. The following information was provided by the initial reporter, translated from japanese to english: "after puncture, a needle was not retracted, resulting in placement failure."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unopened units and two photographs. The units were inspected for damage to the adapter, cannula, and tip shield. They were also inspected for other defects that may affect the retraction of the unit including adhesive and molding defect. No damage or other defects were observed. The units were then retracted. The units retracted completely and smoothly throughout the process. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Correction: the awareness date has been updated. The following information has been corrected: PMA/510k date received by manufacturer: 2020-06-01.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle did not retract during use. The following information was provided by the initial reporter, translated from japanese to english: "after puncture, a needle was not retracted, resulting in placement failure."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle did not retract during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after puncture, a needle was not retracted, resulting in placement failure."